Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3: investigation is pending.

Event description:
The customer reported a keyboard issue. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician, noted that the power button on keypad unresponsive. Front case w/keypad replaced. Software version as found 9.12.4, as left 9.12.4. A review of the device history record showed, the device had a manufacture date of 25 apr 2020. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the assy case front w/keypad 8015ls. A review of the complaint history record in trackwise and sap was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported, a keyboard issue. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted that unresponsive power button on keypad and replaced front case keypad. Based on the findings, service determined that the reported issue was due to electrical failure of the assembly case front keypad. Device history record: a review of the device history record showed the device had a manufacture date of 25 apr 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported a keyboard issue. No patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a keyboard issue. No patient involvement.